Event description:
Complainant states that "she will not use the syringes for she is afraid the needle will come out in her skin. She also stated she did not want a replacement for it was a defective product and she did not want to provide her address to us to return the device".